Event description:
It was reported that during a video laparoscopy reductor gastroplasty procedure, the following nonconforming occurred: after positioning the endo grampeador, the first shooting, just after the hold of the fabric and always after waiting for fifteen seconds, the shot was made, however, where the valve trigger occurs loose and lost its function, the mechanical suture was not performed. Another material was opened to continuity of the surgical procedure. There was no damage and no surgical patient. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.